Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had defib test failures on the log. There was no patient involvement.

Event description:
It was reported to philips that the device had defib test failures on the log. There was no patient involvement. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty therapy pca. Based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy pca. The therapy pca was ordered to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.